Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg migrated north. The patient underwent a revision procedure wherein the ipg was moved lower. No device malfunction was suspected. The patient was doing well postoperatively.